Event description:
The manufacturer received information alleging a ventilator was alarming for a service required alarm condition. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. An alarm indicating the battery was not charging was observed in the device's downloaded event log. The device's internal battery, detachable battery and system board were replaced to address the issue. The device was cleaned and tested and passed all final testing.